Manufacturer narrative:
Update received 09 jun 2025: patient suffered stenosis of arteriovenous graft at brachial basilic bridge graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure an in.pact av access was used to treat the right arm brachial basilic bridge graft. Approximately 13 months post procedure patient suffered stenosis of brachial basilic bridge graft. Patient suspected to have stenosis of brachial basilic bridge graft and scheduled for shuntagram. Shuntagram completed with stenosis noted at the venous anastomosis. This lesion did not involve enrollment lesion of the axillary vein. Current lesion successfully treated with angioplasty. Patient recovered.

Manufacturer narrative:
Update received 17 jul 2025: during the index procedure the right arm venous anastomosis was treated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.